Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave pulsed field ablation (pfa) procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared as usual and farawave was inserted. Air was noted in flushing line on aspiration. The method of irrigation was a pressure bag. The guidewire was preloaded in the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been disposed.